Event description:
A customer observed biased qc results for theo on their vitros 250 system. Biased results may lead to inappropriate physician action. No biased patient results were reported and there was no report of pt harm as a result of this event.